Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained loss of prime on (B)(6) 2014 and delivery resumed on (B)(6) 2014 after the pump was primed. Incorrect date set to (B)(6) was verified in the black box. Two basal history records was found for (B)(6) and (B)(6) respectively. The total daily delivery correctly reflects the programmed basal rate. On investigation, the pump powered up and functioned properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were completed without incidences. The delivery accuracy was within specifications. Bolus exercises were executed and recorded correctly. The reported inaccurate delivery issue was not duplicated in the investigation. Unrelated to the reported issue, the battery compartment was found to have cracked from the grip pad to the base seal, and the bolus button cover was found torn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to inaccurate delivery issue. Reportedly, the inaccurate delivery issue started on (B)(6) 2014, and on an unspecified date, the patient¿s blood glucose reading was at 531 mg/dl with symptom of extreme drowsiness/difficulty waking up/confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had remained on pump therapy without any recent adjustment made to the pump settings. Customer technical support reviewed the event with the reporter. Review of bolus history indicated all deliveries were as programed. Review of basal history showed that basal rate was as programmed. Review of total daily dose indicated that the total basal delivery was not as programmed and the discrepancy was attributed to battery change. In addition, it was revealed that the date was set incorrectly but troubleshooting determined that it was not the cause for the inaccurate delivery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue with the pump of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.